Manufacturer narrative:
Additional information: the reported complaint could not be confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
Although the user facility had indicated that the complaint device was available, follow-up was performed, which revealed that the complaint device had been discarded, and therefore, could not be returned to the manufacturer for evaluation.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an external dialyzer blood leak occurred at the onset of hemodialysis (hd) treatment. Blood was noted to be leaking near the header/end-cap of the device. No dialyzer damage was visible. The machine did not alarm. A blood test strip was used and tested positive. The patient's blood was not returned; estimated blood loss (ebl) was approximately 250ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was saved by the user facility and was requested to be returned for a manufacturer evaluation.